Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient was explanted on (B)(6) 2014 for unknown reasons. Further information received stated that the patient had a fall two years ago during which the audio processor got broken. The patient stopped using the device and did not take any action to solve the problem. Before the reported accident, the patient achieved good hearing benefit from the device. According to additional information from the field, the conductor link was found broken during explantation prior to device removal, likely due to the previous accident, as also assumed by the clinic.